Manufacturer narrative:
The device was evaluated by olympus and the customer's allegation was confirmed. Additional issues were found during the device evaluation included: scratches were found on the grip, switch box, universal cord, objective lens, and ig projector; scope connector cover, scope connector case, cable unit, circuit board unit, plug unit (image not displayed), and outside shield unit are corroded due to water leakage; bending section cover had adhesive peeling at distal end; suction cylinder is discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
H10: per the customer¿s response, reprocessing was conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.